Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) had a blood intake into the device. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge field service engineer (fse) evaluated the iabp and to resolve the reported issue, fse replaced the safety disk, crm, purge valve assy, and tubing assy due to blood being drawn in. All functional and safety test performed.

Event description:
N/a